Event description:
Voluntary medwatch received states it was reported that the patient had syncope was also noted and deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Correction: h10 medwatch report number missing.

Event description:
Voluntary medwatch received states it was reported that the patient had syncope, and dyspnea was also noted and deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Correction: b5 and h6 for missing dyspnea complaint.